Manufacturer narrative:
The tech found dark sticky liquid had gotten into the side rail latch. The tech took the side rail latch apart and cleaned it to resolve the issue.

Event description:
Tech alleged that the left side rail was not latching. There was no pt or caregiver impacted.